Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he faced a bent cannula due to which he experienced high blood glucose level. Therefore, they replaced infusion set and resumed insulin successfully. His highest blood glucose level was between 200-230 mg/dl at the time of incident. No further information available.

Manufacturer narrative:
Device 3 of 4.